Event description:
It is reported that one of the jaws fractured off.

Manufacturer narrative:
(B)(4). Eval summary - the device was returned for analysis, and the fracture pattern suggests that it was caused by fatigue overload, propagating from an anterior to posterior direction. This type of fracture is the result of bending of the jaw, which should not happen during normal use as the built-in slaphammer is designed to apply load axially along the shaft of the device. Examining the remainder of the device indicated that there are multiple impact marks on the knurled portion of the handle and on the rod shaft, suggesting the device was impacted with a mallet in a posterior direction in an attempt to remove the device. The use of a mallet to hit upwards on the rod shaft or handle is outside the design intentions and is not instructed in the surgical technique, thus can be labeled as misuse. Device history records indicate all components were mfg and inspected to spec.